Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an unspecified issue with the shunt system. Prior to implantation, the shunt would not flush. It seemed to be distally blocked. Additional information was not provided.